Event description:
Rep noted that patient has a st jude device (that has 40j programming as an option) and a 6937a in the azygous due to high dfts. He noted that patient has had failed conversions and physician is looking for ways to obtain effective defibrillation. Rep discussed coil to coil programming with can off for this patient but st jude devices can not be programmed in this configuration. I discussed with rep that (B)(6) devices can. I also discussed the limitations of legacy devices (not up to 40j) but can program coil to coil to coincide with programming recommendations and cobalt devices (can go to 40j) but programming recommendations are to have the can on, coil to can configuration. Rep noted that it is frustrating that all of our icds are under fca/advisory at this time. Requested sn and dependency status. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).